Event description:
At the end of a case, a femoral angio was taken and a wire fragment was noted to be retained in the patient. The wire fragment was retrieved intact. Boston scientific gwire, zip 0.035 180 cm angl. Part #744003. FDA safety report ID# (B)(4).